Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported had right hip replacement (B)(6) 2007, noticed after surgery that the angle of his leg was inverted. Can't walk due to pain and instability. Unable to find a surgeon to do a revision. Patient had 2 sets of xrays completed and determined it's off by 45 degree (inward). Prefers to be contacted by phone.